Manufacturer narrative:
Information indicates this product will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient had an infected system following a device replacement procedure. As a result, the system was explanted. No additional adverse patient effects were reported.